Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery sheath was selected for use. During use, after patient contact, as the sheath was being threaded into the patient along the stiffening wire, "the top of the expander cracked." It was reported that the tip of the dilator cracked and leakage occurred. The device was exchanged with a new unknown sized unknown manufacturer delivery system to complete the procedure. The patient was reported to be in good condition.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
N/a.

Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged and noticed a leak. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage, and bent damages were noted throughout the sheath and dilator. No other anomalies were noted. An image was received appeared to show aligator shape split at the tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the findings, the issue appears to be related to a potential product quality issue; therefore, exception was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.

Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged and noticed a leak. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage, and bent damages were noted throughout the sheath and dilator. No other anomalies were noted. An image was received appeared to show alligator shape split at the tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the findings, the issue appears to be related to a potential product quality issue; therefore, exception was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.